Event description:
New information received notes that during interrogation, loss of pacing was observed. Dislodgement was confirmed under fluoroscopy.

Event description:
It was reported that patient received multiple inappropriate shocks due to dislodgment of the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.